Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was intermittently not receiving the high blood glucose alerts as expected. There was no impact to the customer's blood glucose level due to the alleged issue. Reportedly, the customer received vibrations but did not always receive an audible beep. The customer declined further troubleshooting.